Event description:
It was reported that at implant it was impossible to unscrew the helix on the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analysis found that the helix was disengaged from the helical channel. The distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). The helix was blocked by a guide tooth. Visual analysis noted that the lead was damaged at implant.